Event description:
During an endoscopic retrograde cholangiopancreatography (ercp) in 2004, the physician successfully placed a cook endoscopy geenen pancreatic stent. Three to four months after stent placement, another ercp was conducted, but the stent was not removed. The stent was left indwelling and uncared for until 2006. Over two years after the initial stent placement (2006), an ercp was conducted in an attempt to remove the stent using a snare. During the attempted removal, a portion of the stent separated near the flap at the ductal end. Due to calcification of the surrounding tissues, the stent was unable to be fully removed and remains in the pancreatic duct. The information provided indicated the patient will be monitored on an outpatient basis. No additional medical procedures other than what is described above have been conducted in response to this occurrence. At this time, the patient has not experienced any adverse effects in response to this observation.

Manufacturer narrative:
Evaluation: we were unable to confirm the report as it was described because the affected device was not returned to cook endoscopy for evaluation. We were unable to conduct a review of the device history record or conduct a sample test from this lot because the lot number was unable to be provided. After a review of the account order history, the lot number was unable to be determined. A review of the complaint history for pancreatic stent family was conducted. Based on this review, the likelihood of this type of occurrence is rare. Conclusion: we were unable to conduct a full investigation because the affected device was unavailable for evaluation. No portion of the device was returned for evaluation. Information provided with this report indicated the stent has been in place more than two years. The instructions for use for this stent cautions the user that these stents should not be left indwelling for more than three months, or as directed by a physician. The information provided indicated the stent was placed in 2004 and was left uncared for until 2006. The instructions for use for this stent caution the user that periodic evaluation is recommended. Prior to distribution, all geenen pancreatic stents are subjected to a visual inspection to ensure device integrity. Corrective actions: no corrective action warranted at this time because the information provided indicated the product was used in contradiction with the instructions for use. The likelihood of this type of occurrence is rare. Customer quality assurance will continue to monitor for complaint trends.